Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. Reportedly, the customer is unable to unlock the pump. Customer's blood glucose level was not impacted. Customer stated they have back up manual injections for insulin therapy.